Event description:
Treatment of a right cavernous (cav) internal carotid artery (ica) aneurysm. During pipeline deployment, it was reported that the pipeline was partially deployed when the capture coil fractured from the pushwire. The pipeline and fractured capture coil were both removed with the guide catheter. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The devices involved in the event were not returned for evaluation as they were discarded. (B)(4).